Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4) and the reported events cannot be conclusively determined through this evaluation. The pump, (B)(4), was returned assembled with the driveline severed approximately 6 inches from the pump header. The severed portion of the driveline was returned with the pump. The sealed inflow conduit was returned with superficial cuts on the flex section that appeared to be a result of the explant process. The sealed outflow graft and outflow graft bend relief were returned attached to the outlet port. The proximal and distal sides of the pump stators showed no evidence of depositions or thrombus. Upon disassembly of the returned pump, visual inspection of the blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Each layer of the driveline was removed and visually examined for any potential damage to the wires. No evidence of any wire insulation breaches or damage was found. Electrical continuity testing and high potential testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26-dec-2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) and the patient handbook (rev. D) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's driveline was suspected of having wear and fatigue. The patient's pump was explanted during a routine heart transplant on (B)(6) 2022.